Event description:
Gas alarm was noted in ccu and blood was noted in the tubing 10 minutes later. Balloon was removed with some difficulty requiring cut down. Clots were noticed in the balloon upon removal, no second balloon was inserted and pt is stable.